Manufacturer narrative:
This report is for nine (9) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for nine (9) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent revision surgery to remove implants due to infection. A 4.5mm variable angle locking compression (va-lcp) condylar plate and nine (9) unknown screws were removed fully intact from a patient. The original fracture was completely healed, but the implants were removed due to the patient having an infection for unknown causes. There was no delay in the revision surgery. This report is for nine (9) unknown screws. This is report 2 of 2 for (B)(4).